Event description:
It was reported that the abutment screw became loose.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. A device history record (DHR) review could not be performed, as the lot number associated with the reported product are not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review was performed for the item number dating 12 months. The review revealed there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Complaint category keyword : loosening. Complainant reported that the abutment screw became loose. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.